Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device 60-5272-132 laparoscopic electrode with suction/irrigation was being used on (B)(6) 2025 and ¿the tip of electrode was found damaged during surgery.¿ per further assessment it was reported that the tip detached and fell into the surgical site and "it was retrieved using grasping forceps".the procedure was completed without an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device 60-5272-132 laparoscopic electrode with suction/irrigation was being used on (B)(6) 2025 and ¿the tip of electrode was found damaged during surgery.¿ per further assessment it was reported that the tip detached and fell into the surgical site and "it was retrieved using grasping forceps". The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and photographic evidence was not provided. Therefore, the reported event can not be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. (B)(4). Per the instructions for use, the user is advised the following: to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. We will continue to monitor per regulatory requirements to help ensure patient safety.